Manufacturer narrative:
(B)(4). G2: foreign - event occurred in slovakia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery housing could not be closed properly. No patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.